Event description:
During extended/long run-off procedures the system will stop scanning and generates a memory overflow error. This has been ongoing for 6 months to a year; the manufacturer field service representative has installed several parts. After this last occurrence the issue has been escalated to their specialists.